Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. It is unknown when the plate broke. Implant/explant dates are unknown. Device is not expected to return for investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: part no.: 02.117.007, lot no.: l610029, (B)(4), release to warehouse date: 10 oct 2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was undergoing an incision and drainage (I&d) of a surgical wound and upon x-ray of the hardware, a broken plate was noted of the posterolateral plate of the distal humerus. The patient was only 8 weeks out from surgery and the surgeon decided to revise the patient and remove the broken plate. The patient was revised to new hardware on an unknown date. A surgical delay of unknown time was noted. Patient status is unknown. (B)(4).

Event description:
Updated event description: it was reported that the patient was undergoing an incision and drainage (I&d) of a surgical wound on (B)(6) 2018. Upon x-ray of the hardware, a broken plate was noted of the posterolateral plate of the distal humerus. The patient was only eight (8) weeks out from surgery and the surgeon decided to switch this broken plate out for a new one. The patient required a revision of previous hardware. It was also reported that the surgeon replaced the broken hardware which added to the planned operative time. Patient consequence was unknown as reported. There is no other information available.

Manufacturer narrative:
Part 02.117.007, lot l610029: manufacturing location: (B)(4). Release to warehouse date: october 10, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: brand name, date of report: initially reported as march 13, 2018; should have been march 12, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.